Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 500 mg/dl. The customer treated their blood glucose with an insulin pen. The customer sent the product back for analysis.

Manufacturer narrative:
No button error alarms were noted. The pump had no button response due to corroded keypad traces. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the button keypad anomaly. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and missing end cap sticker.